Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, prior to use during a peripheral angioplasty procedure, a hair was found inside the package of a flexor raabe guiding sheath. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, and quality control data. The complainant returned one prior to use device to cook for investigation. Physical examination of the returned device showed a hair-like fiber in the inner pouch. This is consistent with the reported failure mode. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook also reviewed product labeling. How supplied: ¿do not use the product if there is doubt as to whether the product is sterile.¿ cook has concluded a manufacturing and quality control deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use during a peripheral angioplasty procedure, a hair was found inside the package of a flexor raabe guiding sheath. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.